Event description:
It was reported that during a water vapor therapy procedure for benign prostatic hyperplasia, a priming error has occurred, and the priming could not be performed due to low temperature. It was tried to reconnect the device, but the problem persisted. There were no patient complications, however, the procedure was not completed due to same device unavailable, and the patient was under general anesthesia. This event is being reported for an aborted/cancelled procedure with a patient under general anesthesia.

Manufacturer narrative:
Upon receipt of the generator at our quality assurance laboratory, this device was thoroughly analyzed. The device passed visual inspection and there no damaged found. The mechanical and functional testing were performed and the generator displayed error code 225-device memory is locked, and the needle could not be retracted and deployed. The initial allegation was not confirmed and a conclusion code of no problem detected was assigned. However, the error 225 showed by the generator, explains that the device likely had a problem during its original use, causing the system to automatically lock the memory to stop the device from operating further. Also, since the memory remains locked, it is now impossible to run the mechanical or functional tests that would be needed to determine the original cause of the issue. The device history record confirmed that the device met with all manufacturing specifications prior to distribution and there were no manufacturing deviations. The instructions for use (IFU) were reviewed and did not reveal any evidence of device off-label use or failure to follow instructions. Based on analysis and the information available, a conclusion code of no problem detected was assigned to this investigation. Based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that during a water vapor therapy procedure for benign prostatic hyperplasia, a priming error has occurred, and the priming could not be performed due to low temperature. It was tried to reconnect the device, but the problem persisted. There were no patient complications, however, the procedure was not completed due to same device unavailable, and the patient was under general anesthesia. This event is being reported for an aborted/cancelled procedure with a patient under anesthesia or sedation status is unknown.